Manufacturer narrative:
A device history record (DHR) review was performed for part: 351.440, lot: 5001544: manufacturing site: (B)(4), release to warehouse date: 21. July 2003: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The evaluation has shown that the complete front part of the flexible shaft is broken off, the part was not sent back for evaluation. The flexible shaft is unscrewed and deformed at the forefront. Due to this damage and the missing piece, the relevant dimensions cannot be verified anymore. The review of the manufacturing documents has shown that this device was manufactured in july 2003 according to the specification, including passed torsion test. The device was made with a lot size of (B)(4) pieces and we are not aware of any other complaint for this part- and lot combination. These findings, the age and the used overall condition speak against a manufacturing related issue. Based on the provided information and without the missing front part we are not able to determine the exact cause of this breakage. We can only assume that a mechanical overload during use caused this breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with locking compression plate (lcp) on an unknown date to treat a periprosthetic fracture. The plate broke postoperatively on an unknown date. The fracture failed to heal and the plate broke in situ. The surgeon believes the plate breaking is due to the non-union of the fracture. During revision of the cemented implant on (B)(6) 2018, the surgeon was using the flexible reamer, he has stated that he was using a reaming head too large for the reaming shaft and he believes that this created too much torque which resulted in the flexible reamer breaking. He has stated that the reamer and reaming head have all been removed from the patient and the operation was completed. This report addresses the intraoperative flexible reamer breakage during revision surgery. The postoperative plate breakage has been captured under linked complaint (B)(4). This report is for one (1) 8.0mm flexible shaft this is report 1 of 1 for (B)(4).